Event description:
It was reported that patient underwent rotator cuff repair procedure on (B)(6) 2010, utilizing all thread peek anchor. During the procedure as the surgeon was tensioning the cuff, the anchor buckled and broke. A delay in the procedure of more than thirty minutes was reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of device found evidence that the failure mode was due to torsional overload. (B)(4)